Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) stopped working due to the failure of its monitor's power supply. He was provided with the part number for a new monitor so that he can perform an on-site repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) stopped working due to the failure of its monitor's power supply.